Manufacturer narrative:
The lead was discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure this right ventricular (rv) lead perforated the patient's heart wall. The perforation was identified with an echocardiogram, and the rv lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A pericardiocentesis was performed. This rv lead was removed and replaced prior to pocket closure. No additional adverse patient effects were reported.